Event description:
It was reported that the patient's impedances were out of range on monopolar 8 and bipolar pair 8+11: 3k and 4k tested at 1ma test stim. It was unknown whether any external factors may have led to or contributed to the issue. During the appointment in the clinic, the doctor programmed around the contacts with issues. The issue was resolved at the time of this report. The patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.